Manufacturer narrative:
The reported events of high pacing threshold and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted clogged with tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After the lead was cleaned, torque was applied to the inner coil, and the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with tissue and over torque of the inner coil. During electrical tests the lead shorted due to over torque of the inner coil at the connector region which is consistent with procedural damage. The cause of the reported event of high pacing threshold was isolated to over torqued inner coil at the connector region.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the pacing parameters were measured and found to be satisfactory prior to fixing the lead helix. After the lead was fixed high capture thresholds were measured. The physician made several unsuccessful attempts to position the lead, however, the helix failed to extend. The procedure was completed with a replacement lead. The patient was stable.